Event description:
The customer stated that the tumescent infiltration pump will function properly for 5 minutes, and then shuts off. After a 10-15 minute rest, the pump will continue to work for another 5 minutes before shutting off again.

Manufacturer narrative:
A review of the manufacturing records for this device did not reveal any discrepancies relevant to the reported event. Additional information has been requested, should it become available a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
This MDR is being submitted as a part of a retrospective review / remediation effort performed at the covidien (B)(4) location, following medtronic¿s acquisition of covidien.  A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting.

Event description:
Evaluation summary: the unit was received for evaluation. Based on visual inspection, investigation results determined a failure on the pump head assembly. The defect was confirmed.